Event description:
It was reported that during the anterior cervical decompression procedure, c-4-5, 5-6 as the surgeon was putting a screw on the driver at the back table, the threads at the end of the driver broke off into the screw. The threads remained in the screw. The surgeon completed the procedure with another instrument without further incident or no adverse event to the patient was noted. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record did not show conditions that could have contributed to the reported event. The manufacturing evaluation showed the part was received and there were no visible damages; the broken off part of the threaded spindle is blocked in the m2x0.4-6h thread of the screw head. As the broken off part of the threaded spindle is blocked in the m2x0.4-6h thread of the screw head and cannot be removed, it is impossible to determine the post-manufacturing specifications of this thread. As a result of this investigation this complaint is deemed indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The product development event evaluation showed the cause of this incident is the technique. The removal driver is only to be used for the removal of screws, there shouldn't be a scenario in which screws are loaded at the back table. Since the instrument was not used as intended, this complaint will be considered invalid from a design standpoint. (B)(4). A review of the device history records was not performed, as no lot number was provided. Placeholder.